Event description:
Device: 02n/azurion 7 m12. It has been reported to philips that the machine was unable to be started. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting. Upon functional testing fse found fan and power tray was broken. The fse replaced the fan and power tray. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.